Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01996.

Event description:
The patient was undergoing a coil embolization procedure to treat a pseudoaneurysm in the hepatic artery using pod packing coils (podjs). During the procedure, after advancing approximately 25 centimeters of a podj into a non-penumbra microcatheter, the physician experienced resistance and stated that the podj would not go any further; therefore, it was removed and re-sheathed. The physician then flushed the microcatheter and reattempted to advance the podj; however, the same issue occurred. Therefore, it was removed. Next, the physician placed new podj in the target vessel with no issues. While attempting to advance another podj out of its introducer sheath into the microcatheter, the physician experienced resistance and the podj appeared to be stuck in its introducer sheath. Therefore, the physician stopped, pulled the podj back and attempted to advance it again; however, the same issue occurred. Therefore, it was removed. The procedure was completed using other coils. There was no report of an adverse effect to the patient.